Manufacturer narrative:
The washer subject of this event had been tagged "out of service" and placed in shutdown mode. The operator attempted to use the washer door as an opening to pass clean instruments over to the unload side, rather than using the pass-thru window in the reliance rack return module adjacent to machine. A steris technician returned to the account, straightened and re-installed the panel, and tested the unit for proper operation. No further issues have been reported with this equipment. Steris offered in-service training however the user facility declined.

Event description:
The user facility reported that when an operator was opening the manual load side door she encountered resistance and when she continued to push on the door, the upper access panel fell on her prior to hitting the floor. The operator went to a nearby emergency room where she received an x-ray and a cat scan. She was diagnosed with a sprained thumb and returned to work the following day.

Event description:
The user facility reported the employee has fully recovered and has no sustaining injuries.